Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon could not inflate 100 percentage" is confirmed based on the customer provided photos and video with the complaint report. In the photos, the iabc bladder was noted twisted near the iabc distal tip. In the video, the iabc bladder was noted not fully inflating near the iabc distal tip due to the twisted bladder. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "iab catheter found manufacturing defect balloon. Balloon could not inflate 100%". Additional information states that to continue therpay. Another iab catheter was inserted into the same insertion site. No patient harm reported. The patient's current condition is reported as "unknown". At the time of this report, additional information is unavailable.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iab catheter found manufacturing defect balloon. Balloon could not inflate 100%". Additional information states that to continue therapy. Another iab catheter was inserted into the same insertion site. No patient harm reported. The patient's current condition is reported as "unknown". At the time of this report, additional information is unavailable.